Event description:
It was reported that the recall joystick is having difficulty going left and right and shuts down. User wants noted that there was nothing wrong with the (B)(4) power chair until the recall was done.